Event description:
It was reported to boston scientific that in 2007, a colonoscopy and polypectomy was performed (female patient, age unknown) using a radial jaw 4 biopsy forcep. It was also reported that the patient was not bleeding either prior to, or after, the procedure. However, on the following day, the patient went to the emergency room where a CT scan revealed a "fluid leak in the sigmoid colon;" a perforation was confirmed. The patient was admitted to the hospital the following day, underwent an MRI, and stayed in the hospital overnight for observation and fluids. It was reported that neither treatment nor intervention was required. One day later, the patient was released from the hospital. At the time of the patient's release from the hospital, the customer noted, the "patient is recovering."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the customer's shipment history identified three possible lots which the suspect device may have originated (9334572, 9363488, and 9367449). The device history record (DHR) for each of these lots was performed; no anomalies were noted. A search of the complaint database did not identify any additional complaints recorded for these lots. The may 2007 15-month radial jaw 4 biopsy forceps product family complaint trend report, inclusive of all failure modes was reviewed; no adverse trend was noted. The radial jaw 4 biopsy forceps dfu warns, "these single use biopsy forceps should only be used to biopsy tissue where possible hemorrhage will not present a danger for patients. Adequate plans for management of potential bleeding and appropriate airway management should be in place."